Manufacturer narrative:
Sample has not yet been rec'd, but was reported to be available. The sample will be evaluated when rec'd and a f/u report will be filed.

Event description:
Catheter broke off in pt (about 4") when removed by physician. Surgery was attempted, but fragment was not found. Facility saved pump and remaining catheter segments (dual catheter). Date of event: unknown.